Event description:
It was reported that this right ventricular (rv) lead, triggered a lead safety switch (lss) to unipolar due to a sudden spike from 400.500 ohms to a high out-of-range pace impedance measurement greater than 3,000 ohms. It was suspected that a spring contact lead/header interaction was attributed to the out-of-range pace impedance measurement. Since the lss, noise with oversenslng was observed, however it cannot be confirmed whether there were pauses greater than two seconds. The patient is pacer dependent, but does appear to have some slow v-sense beats with a rate in the 50 bpm range. Technical services (ts) recommended testing and programming back to bipolar sensing/unipolar pacing to prevent another lss. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).